Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014, patient experienced rash around sensor patch area. No medical intervention was required.